Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an in-clinic interrogation of the cardiac resynchronization therapy defibrillator (crt-d), there was a disruption in the electrograms (egm) and white-dots appeared on the egm prior to running the test that compares the patient¿s current qrs waveform to a collected and stored template of the patient¿s qrs waveform during sinus rhythm. It was noted the test was run on the device multiple times, however, at the end of the test, the device would indicate there was no template collected. The telemetry wand was moved closed to the implanted crt-d and a template was eventually collected. The crt-d remains in use. No patient complications have been reported as a result of this event.